Event description:
It was reported the physician placed a lead for a trial procedure. The lead was tested intraoperative. The lead displayed high impedance values on all contacts. The physician repositioned the lead, the connections were checked. The physician removed the lead and finished the case with another lead. The patient reported effective stimulation post operatively. Note the surgery was extended by 15 minutes due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.